Event description:
In 2008 - head section weldment is bent. There was a pt on the bed, however no incident was reported as a result of this issue. Tsr inspected the bed and found the slide pivot was out of the pivot slide extrusion. He stated that there were no signs of abuse, and he saw no damage other than what resulted from the slide pivot coming out of position.